Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5076-45 non defib lead implanted: 2005-(B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to the oversensing criteria. There was high short interval counts (sic) and true ventricular tachycardia (vt) with some occasional double counting of wide qrs. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.